Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp), who performs pd therapy with the homechoice (hc) device, experienced a hernia. The date of diagnosis and location of the hernia is unknown. On an unreported date two months prior to receipt of this report, the hp underwent surgery for hernia repair. There were no reports of overfill events. At the time of this report, the patient was recovered from the hernia. Dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab for evaluation. Should the device be received and an evaluation completed or additional information received , a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. An internal and external inspection was performed and found no issues. The device was determined to meet all functional and electrical specifications. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. There was no event history log information prior to the date of the event due to additional therapies being performed. There was no failure or malfunction identified that could have caused or contributed to the reported event. The cause of the event could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.